Event description:
A leveen needle electrode, was being used for a therapeutic ablation of the liver. The ablation was performed successfully, however, upon removal of the cannula, the complainant noted, the insulation was peeled at the distal tip. No pt injury was noted during this procedure.

Manufacturer narrative:
Boston scientific received one leveen superslim electrode in a biohazard bag with residue on the device indicating use. A visual eval found that the cannula was split at the proximal end of the trocar edge. The eval also found that the insulation had been split open at the distal tip. A lot history search was performed and found no other complaint against this lot number. A review of the device history record was performed and revealed no anomalies. The exact root cause of the cannula leading edge splitting cannot be determined at this time. The split in the insulation appears to be due to the damage that occurred to the cannula. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corp will continue to monitor for trends and future complaints of this nature for this product. At this time, we are unable to determine the relationship between the device and the cause for this event.